Event description:
Product returned by hospital without oos report. Product was explanted and replaced with an active fixation setrox lead due to dislodgement, per the mdrf rep was called and it was confirmed that this was removed due to dislodgement.